Event description:
This case was linked to lssmv case number (B)(4), referring to the same patient. The reported event painful was considered to be a symptom of inflammation and was therefore not coded. This spontaneous report was received from an argentinian physician and concerns a 55-year-old female patient. She was injected with a total of 3 ml of radiesse into the upper third, tragus (off label use of device), gonion and prejowl, for bioestimulation, on (B)(6) 2024. She was injected with 1.5 ml per hemiface (1 entry point in front of the tragus, 1 entry point in the gonion, and prejowl). Radiesse was diluted with physiological solution from a 5 ml single dose ampoule at a 1:1 ratio (product preparation issue). The patient was concomitantly injected with xeomin® into the upper third, on (B)(6) 2024. She was healthy with no pathological history or history of aesthetic treatments. She had no known infectious conditions or recent vaccination. On (B)(6) 2024, 14 days after the radiesse injection, the patient experienced an inflammation and a small periocular hematoma due to the xeomin® injection. A depot corticosteroid was indicated. Two weeks later, the patient came for a follow-up. During the evaluation, the physician reported that some inflammation persisted and palpated small nodulations at the level of the cheek from the oral cavity, which were painful on palpation. Facial lymphatic drainage sessions were indicated. A week prior to this report, the patient returned for follow-up, in which an increase in the size of the nodules was evident on both sides, with mild persistent inflammation. The outcome of the events was reported as not resolved. Follow-up information was received on 19-aug-2024: the case was upgraded to serious. Batch number was reported as a00131610. A lot search in the global safety database was conducted. Laboratory recommended radiesse injection with fan technique, injection plane 2 (tcs) and with cannula. Radiesse was without lidocaine. The size of the nodule was approximately 1 cm in diameter on the right hemiface, with precise edges, and 0.5 cm on the left hemiface, more imprecise. Corrective treatment included local massage, manual lymphatic drainage with facial massages and application of intralesional triamcinolone. An injection with sf and eventually hyaluronidase was planned. The corticosteroid was applied a week prior to the time of this report. The outcome of the events remained unchanged. In the opinion of the reporter, the event was related to radiesse, treatment was necessary to prevent permanent damage and speed recovery, and was not necessary to prevent fatal condition. Follow-up information was received on 27-aug-2024: an additional sentence regarding the lot search from 20-aug-2024 was added in the re-assessment. The batch record review was received and the lot number for radiesse was confirmed as a00131610 (expiry date: 30-jun-2026).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the events injection site inflammation and injection site nodule, were deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00131610, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.